Manufacturer narrative:
A ge svc rep performed an on site investigation. The batteries were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 6800 system would not power up. No pt injury was reported.